Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for universal spine system mono/polyaxial screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: andrea giampreti et al. (Unknown year), "metal release from spinal arthrodesis: two cases with titanium alloy implant failure and local metal release but mild elevation of serum concentrations.", clinical toxicology, pages 490-491 (italy). The aim of the study is to extensively investigate the spinal titanium-alloy implant functioning, presence or absence of local metal release, local histopathological findings, and systematic blood metal concentrations was taken together. A total of 1 patient (male, (B)(6)) was included in the study. The patient had l1 fracture and spinal stabilization and d11-l3 fusion with uss-low-profile-system was performed. The following complications were reported as follows: the patient experience dorso-lumbar pain after 6 months. A CT scan showed dislocation of the caudal implant screws with peripheral bone reabsorption. Implant removal and vertebroplasty was required. Scar-like tissue with metallic pigmentation around the dislocated screws were present intraoperatively. Toxicological blood analysis showed aluminum, titanium. Tantalum and niobium. 6 mo post op after the revision and implant removal the patient reports occasional pain. This report is for unknown universal spine system mono/polyaxial screws. This is report 1 of 2 for (B)(4).